Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplaty procedure at l1 and during the procedure, a balloon ruptured while being inflated. Reportedly, the balloon only had 2cc's of contrast and the pressure was at approximately 200 psi. No balloon fragments were left in the patient and no allergy to the contrast media was observed. There were no patient complications reported and the procedure was completed successfully using a new kit.